Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The article presented retrospective evaluation of two year (2014-2016) experience for one-single site of the safety and efficacy of the retriever devices for large vessel occlusions (lvos) in acute ischemic stroke (ais). Thirty-five patients with a mean national institute of health stroke scale (nihss) score of 18 were included. The subject retriever device was used in 38 branches of the anterior and posterior circulations. Thrombolysis in cerebral infarction (tici) score of 2b/3 blood flow was restored after one single pass in 20/38 (52.6%) and after two or three passes in 11 vessels. Two patients demonstrated hemorrhagic conversion the infarct area but remained asymptomatic. Neurologic outcomes was measured with modified rankin scale (mrs) and showed mrs score 0 and 1 at discharge. No further details provided.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between 2014 and 2016. This is 3 of 5 reports for this article. The device is not available.

Event description:
The article presented retrospective evaluation of two year (2014-2016) experience for one-single site of the safety and efficacy of the retriever devices for large vessel occlusions (lvos) in acute ischemic stroke (ais). Thirty-five patients with a mean national institute of health stroke scale (nihss) score of 18 were included. The subject retriever device was used in 38 branches of the anterior and posterior circulations. Thrombolysis in cerebral infarction (tici) score of 2b/3 blood flow was restored after one single pass in 20/38 (52.6%) and after two or three passes in 11 vessels. Two patients demonstrated hemorrhagic conversion the infarct area but remained asymptomatic. Neurologic outcomes was measured with modified rankin scale (mrs) and showed mrs score 0 and 1 at discharge. No further details provided.